Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed error c-34. Error log shows c-34, c-00 and m-11. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed the following possible related system errors: c-34. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) was giving an error c-34 at startup. Prior to calling technical support, the customer had restarted the erbe and replaced twice monopolar cautery cable without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and identified error c-34 pointing to high frequency voltage low. The tse asked the customer if there is a source of magnetic interference close by. This can be caused by other erbe. The customer confirmed there is not. The tse guided the surgeon to disconnect the power cord from erbe, to wait 1 minute and to restart the erbe, but issue keeps coming back. The tse asked the customer if the erbe is connected to a dedicated ac outlet, but the customer was not sure and not easy to follow the power cord. The tse asked the customer if they have a spare erbe and he confirmed. To isolate the issue, the tse had surgeon to take the power cord from spare erbe and to connect to the faulty erbe to another wall power socket, but issue persisted. The surgeon agreed to continue with the spare erbe. The procedure was converted to open surgery.